Event description:
Medtronic (covidien) received information that during a flow diversion treatment of paraophthalmic internal carotid artery (ica) aneurysm, the physician observed that the proximal pipeline flex did not open. It was reported that the distal part of the device was deployed properly; however, when the physician tried to deploy the proximal part, it could not be opened. The physician decided to retrieve the device. The procedure was finished with another same size device. No patient injury was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date of event: day is unknown. The lot history records of the reported lot number have been reviewed and no quality issues were noted. The pipeline flex was returned for evaluation, with the pipeline not attached to the pushwire. The image provided show that the pipeline was not fully opened proximally during deployment. The tip coil was found to be stretched. Based on the above findings, and the images provided, the customer reports were confirmed. The pipeline's were found to be not fully opened proximally during deployment; however, the cause could not be determined. The cause for the damages could not be determined. All products are 100% inspected for damage and irregularities during manufacture.